Manufacturer narrative:
G4: 20jan2020. B4:(B)(6). The manufacturer's remote service technician performed troubleshooting with the customer. The customer attempted to calibrate the touchscreen; however, the unit would not pass calibration. The customer elected to have a third party repair the unit. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.